Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that a couple of days post implant, this right ventricular (rv) lead exhibited a micro-dislodgement due to undersensing and an increase in pacing thresholds. Subsequently, attempts were made to reposition this rv lead but the helix mechanism would not extend. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a couple of days post implant, this right ventricular (rv) lead exhibited a micro-dislodgement due to undersensing and an increase in pacing thresholds. Subsequently, attempts were made to reposition this rv lead but the helix mechanism would not extend. This rv lead was explanted and replaced. No additional adverse patient effects were reported.